Manufacturer narrative:
The device history record review confirmed that the device met specifications when released. The device was returned for analysis and the coil delivery wire was noted to be kinked. There were no other anomalies noted to the coil and the device passed functional analysis. The reported patient thrombosis was unable to be confirmed; however, thrombosis is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to the event. Although the reported friction and tangle of the main coil were not observed during analysis, it is believed to be related to procedural factors. The observed delivery wire kink is believed to be related to the handling of the device.

Event description:
Severe resistance was encountered while the first coil (subject device) and then the second coil were advancing through the microcatheter. Both main coils were snaking inside the microcatheter. The physician stated that it might a clot may have formed inside the microcatheter because it took long time to place coils. Both coils and the microcatheter were removed and there was no clinical consequence to the patient due to the reported possibility of the clot formation.

Event description:
Severe resistance was encountered while the first coil (subject device) and then the second coil were advancing through the microcatheter. Both main coils were snaking inside the microcatheter. The physician stated that it might a clot may have formed inside the microcatheter because it took long time to place coils. Both coils and the microcatheter were removed and there was no clinical consequence to the patient due to the reported possibility of the clot formation.